Manufacturer narrative:
The field complaint of infection was not confirmed. No anomalies were found on the device during analysis. The device history record was reviewed to ensure proper packaging and sterility and no anomalies were found.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a pocket infection was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.